Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: microscopic examination and tactile inspection revealed numerous kinks throughout the device. The inner diameter (ID) of the guidezilla was measured at the distal tip and met specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. No damage or irregularities in the collar/proximal shaft weld. The ptfe was pulled out of the collar and was attached to the distal shaft. No damage or irregularities in the tip. The stent delivery system (sds) used in the procedure was not returned for analysis. A promus element plus sds sample catheter was used for functional testing. The promus element plus was advanced through the collar; however, functional testing could not be completed due to the separation of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. The physician selected a guidezlla extension catheter for use during a percutaneous coronary intervention (pci) procedure in the left coronary artery. A non bsc stent was being advanced to the lesion using the guidezilla. When advancing the stent in the guidezilla, resistance was felt. The stent and the guidezilla were removed from the patient and checked. It was found that the stent strut was lifted and the connection of the shaft of the guidezilla was almost detached. The devices were replaced to complete the procedure. No patient complications were reported and the patient status was good.

Event description:
It was reported the shaft broke. The physician selected a guidezlla extension catheter for use during a percutaneous coronary intervention (pci) procedure in the left coronary artery. A non bsc stent was being advanced to the lesion using the guidezilla. When advancing the stent in the guidezilla, resistance was felt. The stent and the guidezilla were removed from the patient and checked. It was found that the stent strut was lifted and the connection of the shaft of the guidezilla was almost detached. The devices were replaced to complete the procedure. No patient complications were reported and the patient status was good.